Event description:
The first of two reports from the same facility. An im3st was reported to have malfunctioned. The event was described as; the allen wrench spun through immediately, the sunken bolt was stripped and it was almost impossible to remove the guard. The unit was in contact with a pt and the surgery was delayed as a result of the event (length of delay not provided). There was no injury. A hemostat had to be used as an allen wrench and the probes were eventually usable.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.